Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8590-9, lot# n221023, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Additional information was received from a healthcare professional. On (B)(6) 2015, it was reported that it was unknown by this reporter what other medications the patient was taking at the time of the event. Per the clinic visit on (B)(6) 2015, the patient reported that her kidneys were shutting down and her heart rate was low; she had possible renal failure. These were unrelated to the pump. The overdose was resolved. The patient was having a side port study the next day with a concentration decrease.

Event description:
Over the past couple of days, the patient had weakness and she ¿couldn¿t even get up¿; the symptoms were progressive. On the date of this report, the patient was in the ER (emergency room) somnolent, unresponsive, bradycardic, hypotensive and low respirations. The patient was given narcan and she improved dramatically. The patient was admitted to the ICU (intensive care unit) for observation. Nobody at the facility reported hearing any pump alarms. They were planning to try and get in touch with the patient¿s pump managing physician, but didn¿t know if it would be possible on a sunday. It was later reported that the pump was programmed to minimum rate. The device system was delivering morphine. The patient was also taking oral percocet at an unknown concentration and dose. According to the ER physician, the patient may have also been experiencing some kind of cardiac issue, as she was having arrhythmias. The cause of the event and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.